Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported the patient experienced difficulty charging their implantable pulse generator (ipg). As a result, the ipg eventually fully depleted and the patient experienced a loss of stimulation. The physician determined the implant depth and patient weight were not contributing factors to the difficulty charging but assessed the ipg had rotated in the pocket and high impedance readings were noted on the non-boston scientific leads. The patient underwent a revision procedure where the physician replaced the ipg in case there was a device issue. It was also noted that the physician used diathermy to remove thickened scar tissue around the top of the ipg during the revision procedure. The patient did well postoperatively; and once the ipg was removed, testing in the field revealed it was able to be fully charged.